Event description:
It was reported that there was a volume discrepancy on (B)(6) 2012 when the concentration was changed; the actual residual volume (arv) was greater than the expected residual volume (erv). Arv: 17ml s, erv: 3.8mls. It was unclear which erv reading to be reported as an erv of 6ml was also noted. It was also reported that they attempted a catheter dye study but they were only able to aspirate 0.2ml's. When the pocket was open, the physician had difficulty getting the connector off. The physician believed that the suture less connector was not on correctly. The pump was bloused and it worked fine. The suture less connector portion of the catheter was replaced due to a bad connection. It was indicated that there was great flow once the suture less connector was removed. It was indicated that this was the patients first pump and the patient had experienced under dose symptoms of increased pain. They were unsure whether or not the patient ever had any effect from the pump. The outcome of the patient was noted as recovered without sequela. The drug delivered via pump was morphine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the suture less connector found an indent in the seal and occlusion related to the complaint. Under microscope inspection, a circular indent could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicates that the connection between the sc connector and the pump's outlet port may possibly have been occluded. Also of note are some minor indents to one of the retaining ring fingers. This damage to the retaining ring finger indicates that the sc connector may possibly have been misaligned when attached to the pump's outlet port. However, this can't be stated with certainty because the damage seen on the retaining ring fingers was sometimes caused by testing in the lab. Finally, the titanium housing was significantly bent and the white silicone boot was peeled back from around the top of the sc connector. This most likely was a result of difficulty removing the sc connector from the pump.

Event description:
Additional information received reported the baclofen in the pump was ¿probably compounded, definitely.¿